Event description:
Per report: rn attempted to insert a 20g IV catheter on the patient's left forearm. She stuck the patient's arm, advanced the hub and retracted the needle but the hub seemed to be floating on the patient's arm. She then grabbed the hub and did not see a plastic catheter attached to the hub. Charge rn and ed physician were then notified. A CT scan of the arm was then ordered immediately. After an hour, CT of the chest was also ordered and taken. All results were negative. Patient was made aware by the md what transpired and was discharged home 5 hours after the incident.